Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01626. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and myocardial infarction (mi). In (B)(6) 2010, the patient had myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the 2nd obtuse marginal branch (om2) with 95% stenosis and was 35mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of two overlapping promus element stents of size 2.25x16mm and 2.5x24mm, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient had chest pain and elevated cardiac enzymes. ECG confirmed a non q-wave mi. The patient did not experience any ischemic symptoms. There was 100% restenosis of the previously placed study stents in the om2, which was treated with balloon inflation and placement of two 2.25mmx18mm and 2.75x18mm non-bsc drug eluting stents, with 0% residual stenosis. The distal left anterior descending artery (dist lad) and right coronary artery (rca) were also intervened. The event was considered as resolved without residual effects and the patient was discharged.